Event description:
The customer reported that a previously type d sample reacted negative in the anti-d microtube using mts a/b/d monoclonal and reverse grouping card lot # 062706037-05 on the ortho provue analyzer. The customer repeated the sample in manual gel and tube method and obtained a positive reactivity with anti-d antisera. Results did not match historical pt data, preventing erroneous results from being reported. However, if this incident were to recur undetected, erroneous results could be reported. This event is also being reported on medwatch MFR# 1056600-2007-00075, to document the gel card lot # indicated in this report.

Manufacturer narrative:
Returned samples were tested by mts quality control with retain and returned cards from mts a/b/d monoclonal and reverse grouping card lot # 062706037-05 and alternative lot on the ortho provue and in manual gel test. Variability of test results obtained with the sample when tested with different gel card lots indicated that the sample is a very weak d, reacting inconsistently in gel and positively in tube. The customer's complaint was confirmed. Incident is most likely sample related. An ocd field engineer (fe) visited the site and performed the appropriate alignment and adjustments of the reader camera and optimization of gel camera optics, returning the instrument to its expected operation. No definitive root cause was determined.